Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Battery voltage had reached eri. Device image analysis indicated average monthly voltage and current trends were normal. Further analysis did not find any anomaly except voltage being at eri. Longevity assessment using field settings was performed, device exceeded longevity estimate and is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.